Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment records. It was also reported the patient experienced multiple supply bag lines are blocked messages during dwell 3 of 5 of treatment. The patient indicated they had a drain of 6112 ml during stat drain 3 of 5 of treatment. A review of the patient¿s treatment records identified that this drain volume is 291% of the patient's prescribed fill volume of 2100 ml. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. Upon follow up, the patient contact confirmed the patient did not experience any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient contact confirmed treatment was completed using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient has received a new cycler which is working well and continuing with pd therapy without issue. The cycler was reported to be available for return to the manufacturer for physical evaluation.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed no signs of physical damage. An (as-received) simulated treatment was performed and completed without failures. The cycler weighed fill volume values were within tolerance for a liberty cycler. The cycler underwent and passed a system air leak test and valve actuation test. There were no discrepancies encountered in the internal inspection of the cycler. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined. The cycler was refurbished following the evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment records. It was also reported the patient experienced multiple supply bag lines are blocked messages during dwell 3 of 5 of treatment. The patient indicated they had a drain of 6112 ml during stat drain 3 of 5 of treatment. A review of the patient¿s treatment records identified that this drain volume is 291% of the patient's prescribed fill volume of 2100 ml. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. Upon follow up, the patient contact confirmed the patient did not experience any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient contact confirmed treatment was completed using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient has received a new cycler which is working well and continuing with pd therapy without issue. The cycler was reported to be available for return to the manufacturer for physical evaluation.